Event description:
It was reported log file review captured no external power and low power hazard events on (B)(6), 2023. This was caused by power to the mobile power unit (mpu) being briefly interrupted. It was later reported that the patient was in the emergency department (ed) operating room in the process of being transported to ed and it was suspected that both power cables may have been disconnected accidentally.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the controller event log file spanned approximately 9 days (B)(6), 2023 ¿ (B)(6), 2023 per time stamp). On (B)(6), 2023 at 01:34:45, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(4), was not returned for analysis. Additional information provided stated that the patient had a v-lock and the alarm occurred while the patient was being moved within the hospital and is suspected that the alarm occurred at this point. Although suspected that the no external power alarm occurred while the patient was being moved in the hospital, a root cause was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.